Manufacturer narrative:
(B)(4). Report source, foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during total hip replacement using g7 cup, the liner had biological contamination with a hair inside the sterile package. Thirty minute delay in surgery while new liner was opened and wound lavage. No additional information is available. No adverse event was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6. Reported event was confirmed due to the review of photos. Visual evaluation of the provided photos found the product has been opened and contains biological material. A hair like debris was found. Medical records provided were reviewed and identified biological contamination (hair) is detected when installing acetabular liner. There were no further issues during the procedure. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as a review of the provided photos found the product has been opened by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.